Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus was informed by the user on ¿breakage of the connecting tube¿. Since the subject item was not sent to olympus, inspection was not performed but it is likely the following led to the malfunction: we presume from the investigation result that external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress. The event can be detected by following the instructions for use which state: preparation and inspection visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the connecting tube had a broken tab out of the box. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the physical device evaluation. Additional information added to fields d9, h2, h3, h6 (type of investigation). The device was returned to olympus for inspection, and the customer's complaint was confirmed. There is no change to the legal manufacturer's investigation results.